Event description:
The patient was revised because the stem was malrotated and loosening was noted.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the stem was implanted in a malrotated state. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.